Event description:
The user facility was using this device on a trial basis to evaluate the need of the device in the future and comparing to the external drainage device they were using in the past. The nurse placed a call to the sales representative requesting assistance on how to zero the device. The sales representative returned the call and the nurse indicated the transducer did not function and the device broke upon transporting the patient. The sales representative requested that the device be shipped back for evaluation but the nurse had already disposed of the unit. The nurse indicated she was too busy to speak with the sales representative in detail about the incident but did report the unit was replaced. Several attempts were made by the sales representative to gather additional information from the treating nurse. No further information was available. The sales representative contacted the nurse manager of the nicu but she was not present when this incident occurred and had no further information to report.